Event description:
It was reported that the customer received unspecified cartridge errors indicating to remove the cartridge. Reportedly, the customer was using their cartridge while swimming. There was no reported adverse impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.